Event description:
It was reported that multiple occlusion alarms occurred. The customer reverted to an alternate method of insulin therapy. Customers blood glucose was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.